Event description:
It was reported that the insulin pump alarmed button error. The caller stated that they were caught in a rainstorm and were soaked. Earlier, the customer's blood glucose was 485 mg/dl but while the button error was occurring the customer's blood glucose was 283 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.